Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope exhibited internal defects of the channel; blocked. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be further presumed - the subject device was not made available, and the user facility did not provide any additional data regarding the event despite three good faith attempts to reach them for information. The suggested event can be detected by performing inspection prior to use described in the following chapter of instructions for use (IFU): opreation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.